Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a high capture threshold was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and the right ventricular (rv) and lv lead were dislodged due to twiddler¿s syndrome. The leads were explanted and replaced and the patient was stable with no consequences. Manufacturer report number: 2938836-2018-11914.